Event description:
It was reported that the pump battery was depleting too quickly, leading to a shutdown of the pump. There was no adverse impact to the customer's blood glucose level. During troubleshooting, technical support confirmed the battery depletion issue. Reportedly the customer had an alternate pump for insulin therapy.